Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced occlusion event due to infusion set cannula was kinked that caused blockage was likely at the site and had high blood glucose which was treated with correction injection via multiple daily injection on (B)(6) 2026. The site of insertion was abdomen.